Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. Additional information provided that the direction of the tap was deviated from the direction of the k-wire. The trajectory of the k-wire was not correct and the surgeon tried to correct this with the tap over the k-wire. As the k-wire is meant to be the guide, this trajectory should not be deviated from while inserting instruments over it. However, the exact trajectory and "deviation" cannot be qualified/quantified, no determinations of the reported issue could be made.

Event description:
It was reported that a k-wire tip broke and remains in patient. This event occurred in japan.